Manufacturer narrative:
Device leakage is not specifically labeled in the IFU. The sheath assembly was returned in a used and contaminated condition. Check-flo discs critical dimensions are inspected during incoming quality control. Inspection of captor valve assembly performed 100% unless otherwise specified. The valve collar is verified to be completely snapped into the valve chamber. The orientation of the check-flo discs are confirmed. The discs are also examined to verify that each is punctured and free of tears and that the valve opens and closes without issue. A leak test is performed on the captor valve assembly. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with an IFU describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. The device was leak tested using a 20cc syringe and water. The valve leaked with the positioner in the valve and little pressure. The device leaked without occluding the distal end of the sheath while the iris valve was open and closed. The disc webbing was torn and the device leaked through the valve with little pressure after the positioner was removed. The discs were examined in the valve chamber after leak testing. There was a hole through all three discs. The valve was disassembled and the check-flo discs were examined, which revealed that each disc was torn. Damage to the check-flo discs likely resulted in leakage. We are aware of the potential for leakage through the captor valve and the risk associated with this failure mode. Engineering is currently evaluating areas for improvement regarding the captor valve. The risk of blood loss remains with the use of a device with a captor valve. However, action has been initiated in regard to this failure mode. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and based on risk eval, risk reduction is recommended. Action steps are currently open and addresses this failure mode.

Event description:
As reported to cook: a pt underwent an aaa repair on (B)(6) 2010. The sheath persistently leaked through the entire case. The valve was rotated shut and still the leak occurred. The physician had to use a balloon to occlude the leaky valve. The physician used an 8x4 angioplasty balloon and inflated inside the sheath to prevent the leak. The system was flushed with hep-saline with a 20cc syringe. The procedure was completed with the original main body sheath. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.